Event description:
Adverse event(s): pt status is unk (no information). Product problem(s): error code during vitrectomy, sys rebooted, same error code (device displays error message). A surgeon reports the sys exhibited an error code during a vitrectomy procedure. The sys was rebooted to clear the sys message, but was unsuccessful. There was a delay of 3.5 hours before another device could be found to complete the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).